Event description:
It has been reported that: pt is currently experiencing lower back pain. Pt is also having pain in the groin area. Pt stated that there was inflammation in the groin area and that there was fluid that was drained from that area. Pt has pain when walking. Pt has experienced pain since (B)(6) 2012. Pt states that he requires revision surgery. A date has not yet been determined.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.